Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia after lunch while using the ilet device. The highest recorded blood glucose (bg) was 331 mg/dl. Bg began trending down with algorithm-delivered corrections. No medical intervention was required.